Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. In the days leading up to the event, the patient experienced an intestinal bug that contributed to the peritonitis. As a result of the peritonitis, the patient experienced residual fluid retention. The patient was treated with flagyl orally three times a day and amoxicillin orally once a day (doses unknown). On a later date, the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895276 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).